Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had 2 crimped cannulas in a row. The customer had ketones and was hospitalized. Although multiple attempts were made for additional information, the customer did not reply to the requests. The type of infusion set used was not provided. The customer's physician change the type of infusion set to trusteel.